Event description:
It was reported the patient underwent surgical intervention a few days after implant due to the lead initially being positioned poorly. During the procedure, the lead was properly positioned. Effective therapy was present post-op. The exact date of surgical intervention is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.